Event description:
The customer complained that the siderail would not latch on this stretcher.

Manufacturer narrative:
The technician lubricated the latch pin, which resolved the issue. The stretcher is operating normally. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.